Event description:
It was reported that the penta stent was implanted in the mid rca. A dissection was noted proximal to the implanted stent and a second stent was used to treat the dissection. A contrast injection revealed a mild perforation distal to the first stent and a third stent was implanted to treat the perforation.